Event description:
Same case as MFR #: 2134265-2010-00061, 2134265-2010-00062, 2134265-2010-00064, 2134265-2010-00067. It was reported that during a percutaneous intervention procedure, balloon rupture occurred. The 100% stenosed target lesion was located below the knee in the moderately tortuous left anterior tibial artery (ata) and the left posterior tibial artery (pta). Using an ipsilateral approach, access was obtained from the left femoral. First the ata was treated. A non-bsc guidewire crossed the lesion, a non-bsc balloon was advanced but ruptured. It was exchanged for a sterling es 1.5x20mm balloon catheter; however, on the second inflation, the balloon ruptured. The 25cm sheath was exchanged for a 50cm sheath. A sterling es 1.5x20mm balloon catheter was advanced and inflated to 14 atms. On the second inflation, it ruptured at 14 atms. Add'l support was obtained with a dio guide catheter. A sterling es 2x20mm balloon catheter was advanced to the lesion and was inflated twice to 14 atms. The balloon ruptured on the third inflation at 14 atms. No add'l treatment was performed on the ata. The residual stenosis was 25%. Next, the physician treated the posterior tibial artery (pta). A sterling es 2.5x20mm balloon catheter was advanced on a non-bsc guide wire. The balloon was inflated in the lesion and a 2.25x18mm non-bsc stent was implanted at the ostium of the ata. Another non-bsc stent 4x15mm was implanted in the trunk. A sterling es 2.5x20mm balloon and sterling es 3.0x20 balloon were used to perform kissing balloon technique. The sterling es 2.5x20mm balloon ruptured on the second inflation. The sterling es 3.0x20 balloon also ruptured inside the implanted stent. A 3mm balloon was used to complete post-dilatation. All balloons were removed intact. There was 50% residual stenosis in the pta. No pt complications were reported and the pt's current condition is listed as "good."

Manufacturer narrative:
Age: 18 years or older. Visual and tactile analysis of the returned balloon catheter revealed no damage or irregularities. The balloon was loaded onto a .014" guidewire and inflated to the rated burst pressure (rbp) of 14 atms for five minutes. No leaks were observed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).